Event description:
It was reported that after replacing the heater and the ac mains circuit card , the device was now failing calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), which was unrelated. Mss suggested returning the device for an assessment. Per additional information received via follow-up on 15aug2022, it was stated that there was no patient involvement as it was found during calibration. The device was originally having calibration failures for the heating element, which was why they replaced the heater, that did not fix the issue. The heater got power from the ac mains circuit card so they replaced that as well. After those 2 components were replaced then received the error 81, biomed has decided to send in device for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that after replacing the heater and the ac mains circuit card , the device was now failing calibration for an error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), which was unrelated. Mss suggested returning the device for an assessment. Per additional information received via follow-up on 15aug2022, it was stated that there was no patient involvement as it was found during calibration. The device was originally having calibration failures for the heating element, which was why they replaced the heater, that did not fix the issue. The heater got power from the ac mains circuit card so they replaced that as well. After those 2 components were replaced then received the error 81, biomed has decided to send in device for assessment.